Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced due to erosion. The pump delivered lioresal 1000 mcg/ml. The existing catheter was able to be aspirated and all of the lioresal 1000 mcg/ml concentration was removed. The new pump was filled with 500 mcg/ml drug concentration and prime of the pump tubing was complete. A prime bolus of the catheter with the "quickest" duration possible was being considered. Pt's outcome was not reported.